Event description:
Per information provided: (B)(6) 2015- patient underwent hernia repair with implant of 3dmax mesh (device 1) (note: there is no information provided regarding 3dmax in medical records and plaintiff profile form). (B)(6) 2016- patient was diagnosed with incisional hernia thereby underwent repair with implant of ventralight st. (Ppf/mrr) (note: there is no operative notes provided for this procedure in medical records). (B)(6) 2016- patient underwent partial removal of infected 3dmax mesh (device 1) and ventralight st mesh (device 2) (ppf) (note: there is no operative notes provided for this procedure in medical records). (B)(6) 2017- attorney alleges removal of 3dmax mesh (device 1) and ventralight st mesh (device 2). (Ppf) (note: there is no operative notes provided for this procedure in medical records).

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2014) is considered to be a best estimate. This emdr represents the bd ventralight st mesh (device 2). An additional supplemental emdr was submitted to represent the bd 3dmax (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.